Manufacturer narrative:
The device was returned for service/repair. The service evaluation confirmed the customer¿s reported issue of no image, due to a defective/faulty cable. Additionally, the cable is kinked causing a shortage and the coupler is damaged attributing to a ¿wobbling¿ image. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service inquiry from the nurse manager at the user facility that the customer high definition autoclavable camera head reportedly had ¿no image¿, found during inspection before use. No death, injury or harm was reported to olympus. The camera head will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image did not display due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.